Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the multi output power supply setting for 5 vdc was set too low. Adjusted to nominal value. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 could not obtain an image when attempting to fluoro. There was no adverse pt involvement reported. There was no pt info reported.